Manufacturer narrative:
Results: visual inspection of the ipg revealed severe discoloration in the header and bottom septum. Visual inspection of the septum revealed no anomaly that could cause fluid intrusion. The fluid instruction in the header likely occurred when the lead was pulled out of the bottom port. A terminal end electrode of a lead was stuck in to the bottom port. It is unk how and when the lead was pulled out of the bottom port. It is likely due to an overstress condition the lead was subjected to while implanted. Lead pull test weight was used to check for lead retention in both header, ports of the ipg. A lab lead with 2.2 lb weight attached was inserted into each header with a torque wrench and suspended for 30 seconds. No lead pull out was observed in each header port. The ipg successfully communicated with a test standard pt programmer. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 2 of 2: ref MFR report#: 1627487-2012-09443.